Event description:
It was reported that during a procedure of the arterial trunk, during deployment of the absolute pro stent, the stent did not open and the distal sheath with the stent implant inside became detached and remained in the anatomy. Five additional stents were used to tact the sheath with the stent against the vessel wall. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device. The patient was reported as doing good 2 days post procedure. All available relevant information has been provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Patient weight reported as (B)(6). Device evaluation: a review of the device lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents for sheath detachment for this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified.